Manufacturer narrative:
The consumer reported incorrect use of the product because the proper case was not used. After inserting lenses, the consumer reported burning and redness. Medical records indicated injection of the conjunctiva and the doctor's office confirmed a diagnosis of conjunctivitis and that alrex was prescribed. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and diagnosis of conjunctivitis reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer that she experienced burning and redness while using this product without the appropriate lens case provided. Patient provided medical record that indicated injection of the left eye. Doctor's office confirmed patient was diagnosed with conjunctivitis and treated with alrex. The doctor does not know the cause of the event. Patient did not return for a follow-up visit. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.